Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-mar-2019. This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("essure found in the serous of the left horn") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("no filiated pelvic pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and uterine perforation to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.